Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot issue or provide further information, and technical support closed case with no additional actions taken.